Event description:
It was reported that relion® insulin syringe barrel was cracked. This was discovered before use. The following information was provided by the initial reporter: material no: 328509 batch no: 8351956. It was reported finding one syringe with cracked barrel. Verbatim: sign language interpreter used for call relion consumer reported, finding one syringe with cracked barrel. Could not use.

Manufacturer narrative:
Investigation: customer returned (1) 1/2cc, 8mm, 31g relion syringe in an open poly bag from lot # 8351956. Customer states that the syringe has a cracked barrel. The returned syringe was examined and exhibited cracks in the barrel ranging from the 48 unit marking to the flange. A review of the device history record was completed for batch# 8351956. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Printer process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona to get a good adhesion of the ink to the molded barrel. Assembly machine process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Packaging process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. There were no notifications or maintenance dispatches during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8351956. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that relion® insulin syringe barrel was cracked. This was discovered before use. The following information was provided by the initial reporter: material no: 328509 batch no: 8351956. It was reported finding one syringe with cracked barrel. Verbatim: sign language interpreter used for call. Relion consumer reported, finding one syringe with cracked barrel. Could not use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe barrel was cracked. This was discovered before use. The following information was provided by the initial reporter: material no: 328509, batch no: 8351956. It was reported finding one syringe with cracked barrel. Verbatim: sign language interpreter used for call. Relion consumer reported, finding one syringe with cracked barrel. Could not use.